Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of muscle spasms ('foot/toe cramping') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced muscle spasms (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the muscle spasms outcome was unknown. The reporter considered muscle spasms to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : muscle spasms . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of muscle spasms ('foor/toe cramping') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced muscle spasms (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the muscle spasms outcome was unknown. The reporter considered muscle spasms to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: muscle spasms.